Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Pump history showed a shutdown and reset alarm had occurred. Customer¿s blood glucose level was 137 mg/dl. Customer reverted to using an alternate method of insulin therapy.